Event description:
As reported: during an impella supported pci case. When deploying manta the bypass tube was rebounding when trying to pass it through the valve. Removed entire device and replaced with new 14f device. Staff threw out the sheath/valve portion by mistake will send back the manta device portion.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
One 14f manta closure device was returned for investigation. The closure device was decontaminated then visually inspected. During inspection the engineer noted the manta lever was not activated, no manta sheath was returned for testing, and the collagen, toggle and radiopaque lock were stationed within the manta closure lumen. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad) supported pci procedure, a 14f manta was planned for closure. No issues were encountered advancing or exchanging procedural sheaths. While inserting the closure unit/bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance. The bypass tube would rebound as the physician would attempt to insert the bypass tube into the hemostatic valve. The physician removed the entire 14f manta device and opened a new 14f manta device and was able to complete the procedure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.